Event description:
It was reported that within the first month of implant the patient would get violent contractions in the diaphragm on the left side of their chest. Most of the occurrence was while they were at work and it occurred once in a while. It was noted that stimulation was turned down initially but eventually it was turned off in (B)(6) 2014. The patient worked in a clinical environment where there was an x-ray machine and urine analysis equipment and the patient wanted to know if this would continue. It was reported that the leads were in the patient¿s fundus/cardia area. The patient was following-up with their health care provider (hcp) but since the hcp was busy the patient was directed to call the manufacturer first.

Manufacturer narrative:
Concomitant products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).